Event description:
A customer reported that the pump¿s charging port was loose, requiring wiggling the cable to establish a connection. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.